Event description:
It was reported to medtronic minimed that the customer experienced a partial display, and the display did not return to normal. The customer reported no adverse event. The event involved product(s) mmt-712wws. Troubleshooting was partially performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-712wws. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump monitored for a day. No blank display or missing segment/partial display anomaly noted. Pump received with normal operating current. The stop (idle) current and run current measurement tests are within specification, displacement test, self test, and passed off no power test. No unexpected blank display, off no power, battery power loss test alarms during testing. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for blank display complaint. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: unit had scratched case, cracked battery tube threads, cracked reservoir tube lip, stained keypad overlay, stained address/serial number label and stained end cap sticker. Unit passed all require testing. Pump blank display or missing segment/partial display anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.